Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) error message. Technical services analyzed the device, and it was determined this was a benign pd error that was due to having both images of the programmer reserved ram corrupted. It was determined that the device is performing appropriately. It was clarified that with an interrogation the issue could be resolved. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) error message. Technical services analyzed the device, and it was determined this was a benign pd error that was due to having both images of the programmer reserved ram corrupted. It was determined that the device is performing appropriately. It was clarified that with an interrogation the issue could be resolved. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that that the battery of this s-ICD device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. No changes were performed this device remains in service. No adverse patient effects were reported.